Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and device allegation are known risks associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed using and confirmed that the event of perforation and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h6: patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had the right side of the device pierced the glans and this cylinder was removed. The left cylinder was almost pierced and the patient is seeking physician for treatment, but the component remains implanted. No additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had the right side of the device pierced the glans and this cylinder was removed. The left cylinder was almost pierced and the patient is seeking physician for treatment, but the component remains implanted. No additional information reported.